Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device the ECG module failed. The issue occurred during a device self test and was not being used on a patient at the time of the incident.